Event description:
The patient indicated that over the past four weeks, the pump would automatically go into a self check while in either run or stop mode. She indicated that after she was prepared to bolus, the entire display lit up. The pump user stated that "the pump is just showing 888 and all of the arrows are lit up." The pump user reported that the pump had not been dropped or exposed to water sources. There were no physiological effects reported. No medical treatment was necessary. The product was requested to be returned for evaluation.